Event description:
A report was received from the affiliate indicating that after opening the packaging, the physician found the stent removal/dislodged. The packaging was intact before opening. The product was not used in the pt and will be returned for evaluation.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Add'l info received indicates that were no damages to the inner or outer packaging of the device. The malfunction was noticed when the device was removed from the package. The stent was offset from its position. And there were no stent strut damage. The product will be returned for analysis. Any add'l info will be submitted within 30 days of receipt.